Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to greater than 500 (mg/dl) and small to moderate ketones. Customer administered boluses and insulin injections to treat their bg levels. During troubleshooting with tandem technical support, the customer received a minimum fill message after completing the fill tubing step. Reportedly, the customer may have had less than 50 units of insulin in the cartridge; however, the customer was unable to recall the exact amount. Contact loaded more insulin in to the same cartridge and witnessed insulin exit the tubing. Troubleshooting did not reveal any anomaly in pump performance. Reportedly, the customer uses humalog insulin in the pump cartridges for greater than 48 hours. Recommendation was made to change pump supplies, insulin vials, and contact the customer's health care provider to discuss diabetes management.